Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The apollo catheter was returned for investigation without the detachable tip as it was discarded. The evaluation could not determine the cause of the event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent treatment. The patient¿s anatomy was tortuous. During the procedure, it was reported the detachable tip got detached within the guiding catheter while it was being navigated to the lesion. The detached tip was removed from the patient and another apollo catheter was used to complete the procedure. No patient injury was reported as a result of the procedure.